Event description:
A customer originally reported the system locked up with no error codes while in vit mode. After customer contacted, they said the system switched to vit mode on its; own during final irrigation while in irrigate/aspirate mode. Procedure was completed and they then switched the system for the next procedure. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and found a system message (sm) "unknown footswitch type is detected". The customer had a spare footswitch, and the company rep replaced the footswitch. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).